Event description:
It was reported that during a telemetry session both the atrial and ventricular leads would not capture, and both had low impedance in unipolar and bipolar. It was unclear whether there was a device telemetry issue. It was noted that the implantable pulse generator (ipg) longevity estimate was less than one month, and it was suspected that the device was unable to product appropriate outputs to give a valid lead measurement. At the device changeout the right atrial (ra) lead impedance measured out of range high in both unipolar and bipolar through the device. Both leads tested normal through the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).